Event description:
It was reported that the device is not working properly outside of surgery. There is no harm or delay reported. Due diligence is complete as there is no additional information available. Upon investigation, the torque for the thickness control lever was loose.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the width plate screw was not working properly and the torque for the thickness control lever was loose. The head, control bar, control shaft, fine adjustment cams, and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.